Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The customer confirmed that after replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was returned for use. The device was not returned to physio-control for an evaluation. The removed main keypad assembly was discarded by the customer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will not power on, even with known good batteries. The customer also stated that the power on button does not feel as though it is working properly. There was no patient use associated with the reported event.